Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event. Additional info provided by the user facility indicates that the wrong cartridge was used by mistake.